Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 468 mg/dl. The customer treated with manual injections. The customer was assisted with programming the pump. The customer was also assisted with turned on patterns and easy set bolus to 0.5 units.